Event description:
It was reported that during transport, the ventilator alarmed and stopped ventilating the patient. The patient was removed from the ventilator and was manually ventilated. No patient harm reported.